Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, pain, nausea and vomiting. The patient was treated with insulin, fluids, potassium, and "medications and other vitamins". The patient had been hospitalized that day and was still in the hospital at the time of reporting. Patient was also prescribed the following medications as needed, in anticipation of her upcoming discharge from hospital: morphine, percocet, potassium, magnesium citrate, zofran (to be taken every 6 hours.